Manufacturer narrative:
G.4. K201075; k251654.

Event description:
It was reported that the needle did not retract. IV needle did not retrack when white button pressed to engaged safety. Additional information 3/23/2026: per staff: no patient harm. These were near miss events that had the potential to cause injury to employees

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot 5210685 regarding item 382523. DHR number 5210685 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lot and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.